Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient and/or reporter by phone for additional information. The reporter informed the cca that the alleged power issue began on (B)(6) 2012 at 12pm. It was noted that the patient manages her diabetes with oral medication. The patient's daughter claimed the patient continued her usual diabetes management regimen despite the alleged issue. The reporter informed the cca that the patients head began "hurting" right after the power issue started. The reporter stated that at 4:15pm that same day the patient went to a doctor's office visit and was treated with glucose tablets/gel. The reporter denied that the patient's blood glucose was tested with any other device. At the time of troubleshooting, the cca noted that the subject meter's batteries did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for a low blood glucose by an hcp after the alleged power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing, the spc pin 5 was lifted high. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.